Event description:
On (B)(6) 2014, the patient underwent pipeline (5.00mm x 35mm) embolization treatment. The patient was give heparin, plavix, and aspirin. During the procedure, it was reported the pipeline could not be released from the capture coil despite being rotated clockwise. The device was removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).